Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 48 mg/dl at the time of incident and current blood glucose level was 194 mg/dl. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with food. Customer stated that the sensor had insulin delivery was not suspended due to sensor value and calibration not accepted alert. Troubleshooting was refused for low blood glucose level. The device will not be returned for analysis.